Event description:
Clave came off and bleeding from open luer. L&d pt, being observed during the night, "felt funny". Nurse found the clave off of the extension set and an unk amount of blood, from the open luer, in the bed. After delivery the pt had a blood transfusion but the reporter stated that this was probably due to blood loss during delivery. The reporter strongly specified no pt harm or adverse effects were observed. The reporter confirmed that the extension set contains removable claves and that the reporter has re-inserviced the staff on tightening the claves before use.